Event description:
Note: this report pertains to the third of three sensation short throw snares used during the same procedure. It was reported to boston scientific corporation that a sensation short throw snare was used in the stomach during a polypectomy procedure for polyps performed on (B)(6) 2024. During the procedure, it was noted that there was no energy from the erbe machine as the doctor stepped on the pedal. The physician tried several times and was unable to commence polypectomy. The physician tried to reposition snare, but the results are similar. Two other devices were used with the same result. The procedure was completed with a similar sensation short throw snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event of the device delivering energy intermittently. Imdrf device code a0501 captures the reportable event of the cautery pin detached.

Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event of the device delivering energy intermittently. Imdrf device code a0501 captures the reportable event of the cautery pin detached. Block h2: additional information: block b5 (describe event or problem) and block h6 (device code) have been updated based on the additional information received on january 17, 2025.

Event description:
Note: this report pertains to the first of three sensation short throw snares used during the same procedure. It was reported to boston scientific corporation that a sensation short throw snare was used in the stomach during a polypectomy procedure for polyps performed on (B)(6) 2024. During the procedure, it was noted that there was no energy from the erbe machine as the doctor stepped on the pedal. The physician tried several times and was unable to commence polypectomy. The physician tried to reposition snare, but the results are similar. Two other devices were used with the same result. The procedure was completed with a similar sensation short throw snare. There were no patient complications reported as a result of this event. Additional information received on january 17, 2025. The connector pin fit very loosely with the erbe banana plug, and it was not detached.